Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Event description:
It was reported via the implant patient registry that a 3000 19mm valve, implanted approximately for 13 years and three (3) months, was explanted due to degeneration, thickening, and mild aortic regurgitation. The aortic valve was replaced with an 11500a 19mm valve. Patient also underwent CABG. The patient was discharged on pod #6 in stable condition.

Manufacturer narrative:
F10. Device code 3191 - leaflet thickened. H10: additional manufacturer narrative: the device was not returned to edwards for evaluation. Aortic regurgitation in bioprosthetic heart valves, also known as aortic insufficiency, occurs when the valve does not close properly in diastolic phase, which results in retrograde flow of blood into the left ventricle. The type and cause of regurgitation varies depending upon multiple factors. Regurgitation which develops progressively over time can be due to a number of issues including patient related factors or structural valve deterioration. However, advances in valve design and bioprosthetic material have been made with the intention of reducing leaks by providing more efficient hemodynamics and longer tissue durability. A definitive root cause could not be determined; however, it is likely that patient related factors and the progression of the underlying valvular disease pathology contributed to the event. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Manufacturer narrative:
F10: device code 3191 - thickened leaflet, torn leaflet, host tissue/pannus. H3: device evaluation: customer reports of degeneration and thickening were confirmed through observed calcification, host tissue overgrowth, and leaflet thickening. Report of regurgitation was confirmed through observed leaflet tears. X-ray demonstrated wireform intact, heavy calcification on all three leaflets, and valve wireform pushed into an ovular shape. Leaflet 1 had a 8mm tear along the cusp of the leaflet to commissure 2 and leaflet 2 had a 6mm tear near commissure 2. Calcification and leaflet thickening were evident at the tears. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 1 on the inflow aspect. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 7mm on leaflet 1 on the outflow aspect. Host tissue on the stent circumference was heavy on the inflow aspect and moderate on the outflow aspect. Calcification and host tissue overgrowth restricted leaflet mobility and led to stenosis. Sewing ring was cut off around the valve on the inflow aspect and exposed the wireform. Multiple fragments of the cut off sewing ring was returned with valve. Wireform was also exposed on commissure 3. H10: additional manufacturer narrative: updated sections b5, d10, f10, h3, and h6.

Event description:
It was reported via the implant patient registry that a 19mm valve, implanted approximately for 13 years and three (3) months, was explanted due to degeneration, thickening, and mild aortic regurgitation. The aortic valve was replaced with a 19mm valve. Patient also underwent CABG. The patient was discharged on pod #6 in stable condition. There is no allegation of premature failure of the surgical valve.

Manufacturer narrative:
The device was not returned to edwards for evaluation. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, non-calcific degeneration and/or endocarditis. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. A definitive root cause cannot be determined. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
It was reported via the implant patient registry that a 19mm bioprosthetic aortic valve, implanted approximately for 13 years and three (3) months, was explanted due to unknown reasons. The explanted device was replaced with an 11500a 19mm valve. Patient also underwent CABG. Post op patient's status was noted as in recovery.